Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was not broken. Further evaluation found the guide catheter was kinked in several locations. The push catheter was buckled near the handle. The pull wire cap was detached. The push catheter was torn open by pull wire and thus, the pull wire was displaced out of push catheter at the location of the tear. The push catheter and pull wire were bent in several locations. A functional evaluation found the pull wire was difficult to retract. The delivery system was found to be not functional. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends, the device would become unable to retract the pull wire. Forcible attempts to deploy the stent likely caused buckling and tearing of the push catheter. Therefore, 'operational context' is selected as the root cause for the secondary issues identified during the product analysis. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that there were two other similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during a stone removal procedure performed on (B)(6) 2016. According to the complainant, following removal of a bile duct stone, the physician attempted to place an advanix biliary stent using the naviflex¿ rx delivery system. Insertion of the device into the patient was smooth, but while attempting to deploy the stent resistance was met and the pull wire cap of naviflex had separated from the device. The customer then wrapped the inner catheter using a syringe and attempted to release the stent. However, the proximal end of the catheter lost tension and the middle of the catheter became detached. The method used to retrieve the detached guide catheter from the patient was not reported, however, the procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during a stone removal procedure performed on (B)(6) 2016. According to the complainant, following removal of a bile duct stone, the physician attempted to place an advanix biliary stent using the naviflex¿ rx delivery system. Insertion of the device into the patient was smooth, but while attempting to deploy the stent resistance was met and the pull wire cap of naviflex had separated from the device. The customer then wrapped the inner catheter using a syringe and attempted to release the stent. However, the proximal end of the catheter lost tension and the middle of the catheter became detached. The method used to retrieve the detached guide catheter from the patient was not reported, however, the procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.